Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 45 mg/dl at the time of the incident. The customer was at 250 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as inability to talk, stand, or sit. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered insulin. Troubleshooting was completed but did not resolve the issue. The customer used the pump to treat the current high. The customer had another low incident on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident. The customer used glucose tablets to treat the low. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. No over delivery anomalies noted. Unit received with cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.